Manufacturer narrative:
As reported, a 6f mynx control vascular closure device (vcd) was damaged after opening the sterile packaging because the cannula was cracked, and the sealant was exposed during preparation. Therefore, a separate device was opened and was successfully implanted. There was no reported patient injury. A left leg aortoiliac angiogram runoff intervention was performed using a retrograde approach. The deployer was in training with the mynx device. The device was stored per "the proper storage guidelines." There was no damage to the packaging. There was no difficulty removing the device from the packaging and proper technique when removing the device from the packaging was used. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed, the sealant remained in the manufactured position, and the sealant¿s outer sleeve assembly was free of damage. A photo sent by the customer showed the sealant sleeve was bent by the user causing the sealant to become exposed. Per microscopic analysis visual inspection at high magnification found that the sealant outer sleeve was free of damage. Per functional analysis, the investigator was able to depress the button 1 with no issues. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The failure reported as ¿deployment difficulty-premature¿ and ¿sealant sleeves cracked-during prep¿ were not confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported events could not be conclusively determined. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could expose the sealant. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing records could not be conducted without a lot number. The device was returned for analysis and the engineering report is pending but will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f mynx control vascular closure device (vcd) was damaged upon opening the sterile packaging. The cannula of the device was cracked and pre exposing the sealant. Therefore, a separate unknown device was opened and successfully implanted. There was no reported patient injury. A left leg aortoiliac angiogram runoff intervention was performed. A retrograde access was used. The deployer was in training with the mynx device. There was no damage to the packaging and the device was stored per the proper storage guidelines. There was no difficulty removing the device from the packaging and proper technique when removing the device from the packaging. The device will be returned for analysis and three photographic images have been provided.